Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, opening on radius and yellow particles in the shell. A visual and microscopic analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consistent in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "seromas" and "exchange from textured to smooth devices due to the patients concern with the product." Device remains implanted.